Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.

Manufacturer narrative:
The device was returned for evaluation. The reported malfunction was verified and determined that the device performed to specification. The reported alarms was to notify the use that oxygen was not being delivered to the device. Once the oxygen was turned on, the device worked as expected. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while transporting a patient, the device gave red critical alarms and the device displayed "critical error" message. Complainant indicated they shut the device off and turned it back on and the device worked ok. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.